Event description:
It was reported that during an un-specified procedure, pre-dilatation was performed and the 3.5 x 23 mm xience prime stent was implanted. The sds balloon was inflated at least three times for 20 seconds; however, the pressure of each inflation is unknown. During removal, the stent delivery system (sds) met resistance with the micro-catheter. The sds and micro-catheter were removed as a unit. It was noted that the balloon did not refold sufficiently, but was confirmed to be fully deflated prior to removal from the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, guide cath: outburn, cokatte. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.